Event description:
Customer's husband called and stated that the customer was changing the infusion set, but she was connected and primed insulin into her body. Daughter of customer stated that her mother is seeking medical attention. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.